Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls for tni-ultra were within acceptable range. The siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the system, adjusted the probes and ran precision testing. During the follow-up visits, the cse replaced the waste valves and performed precision testing, which was acceptable. The cse also replaced the multiple valves, fittings, line, and photomultiplier tube (pmt). The cse ran precision testing which was acceptable. The cse also ran correlation study with another analyzer, which was unacceptable by the customer. The cse performed a total service call and checked all probe alignments. The cse found that the reagent probe 1 diluter syringe was leaking. The cse replaced the syringe and proactively replaced the reagent probe 1 and 2 valves on the water pressure manifold. Due to the low volume usage of acid and base, the cse removed, cleaned and primed the acid and base reservoirs. The cse performed dry, wetwater and wetwash 1 tests. The cse decontaminated the acid and base reservoirs, lines and probes with cleaning solution and repeated the dry tests, which were acceptable. The cse performed calibration and ran precision studies, master curve material (mcm) and correlation study with advia centaur cp instrument. Quality control and patient samples were running high especially around the 0.01 cutoff. The cse ran multi-dilution and the customer received a new reagent lot. The customer is satisfied with the performance of tni-ultra assay and correlation of sample with the advia centaur cp instrument. The cause of the discordant, falsely elevated tni-ultra results is unknown. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin-I (tni-ultra) results were obtained on three patient samples on an advia centaur xp instrument. All samples were obtained from the patients in the emergency room. The initial results were not reported to the physician. The samples were repeated twice on the same instrument, resulting lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.